Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced hyperglycemia while using the ilet system, with blood glucose rising to 339 mg/dl after starting a new cartridge and infusion set and remaining out of range for approximately two hours. The user subsequently replaced the infusion set and refilled the tubing and cannula under guidance, after which insulin delivery was resumed and glucose began trending downward. No symptoms were reported. There was no need for medical intervention, and non-medical assistance was provided by a family member. An investigation was conducted, including troubleshooting and user education on proper infusion set replacement, tubing fill, and ongoing monitoring. The investigation revealed that the hyperglycemia was consistent with inadequate tubing fill following the infusion set change, which resulted in delayed insulin delivery. The pump functioned as intended and began correcting glucose levels once the infusion set was replaced and the tubing and cannula were properly filled. Based on previously established findings for similar reports, it was concluded that the cause of the event was user technique during infusion setup leading to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.